Event description:
Customer reports 4 false negative urine hcg results on patients with 2 different lots when using the surestep hcg urine cassettes. Pregnancies were confirmed by beta hcg tests.

Manufacturer narrative:
Hcg urine controls at cutoff and high levels were tested on retain devices. Lot number(s): hcg8030019. Expiration date(s): 01/2010. Control lot#: 25miu/ml hcg urine, lot: hcg090107-03; 100miu/ml hcg urine, lot# hcg081008-01; 201iu/ml hcg urine, lot: hcg081230-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes read time. The 100miu/ml and 201iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: customer's observation could not be reproduced in-house with controls. The retention devices meet qc specification. No false negative result was observed. So this complaint is not confirmed. No abnormal observations were found in the batch review and the product number, product description and lot number was verified. No product deficiency was established. No corrective action is required, as no product deficiency was established.